Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. Visual examination of the returned product identified nicks and scratches to spherical surface. Indentation was noted at the edge of the flat and spherical shape. Dark foreign debris is confirmed on the taper wall and hole bottom. No other damage was noted. The head was sent to sem. Results: the taper of the returned device was reviewed via optical microscopy and assigned in a consensus modified goldberg score of 4 corresponding to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies during manufacturing for the head. A definitive root cause cannot be determined. A summary of the investigation was sent to the customer if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506240 ¿ liner ¿ unknown lot. Unknown trilogy cup ¿ unknown part and lot. Unknown screw ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00652.

Event description:
It was reported that patient developed adverse local tissue reaction symptoms and underwent an MRI that showed a large collection of fluid behind the greater trochanter. The patient also had elevated metal ion levels and ultimately underwent a revision surgery approximately 14 years post implantation. During the revision surgery, fluid was confirmed, black debris was noted on the neck and inside the femoral head. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.